Event description:
36 week male infant delivered with vacuum delivery system assistance. Chest x-ray reveals fractured left clavicle which is not separated. CT scan of the head, findings suggest subgaleal hemorrhage in the high parietal area extending along rightward aspect of the convexity.